Event description:
It was reported that the lead was explanted due to high pacing lead impedance. Patient was asymptomatic.

Manufacturer narrative:
External insulation abrasion was noted at 39.2-39.7cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.